Manufacturer narrative:
Final device analysis results revealed multiple broken conductor wires.

Event description:
The manufacturer representative reported the patient complained of intermittent jolting. Impedances readings were high. The device system was replaced in 2006. The devices were returned to the manufacturer for analysis.